Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels of 412 mg/dl. The customer was nauseous and was vomiting when admitted. It was also stated that the customer did not change the infusion set or give a manual injection to treat the high blood glucose levels. The infusion set was changed the day prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly.